Manufacturer narrative:
Added information to d4, h4, h6. The cause of the event was most likely due to patient factors/conditions.

Event description:
It was learned through implant patient registry and later through investigation that a 25mm 2700tfx aortic valve implanted eight (8) years, eight (8) months, underwent valve-in-valve procedure due to degeneration, calcification, and stenosis. Patient presented with heart failure, shortness of breath, and chest pain. Tavr was performed with 26mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure and has been discharged home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.